Event description:
Caller alleges discrepant inratio results. Results as follows: date: (B)(6) 2014; inratio: 2.5; lab: 9.00. The inratio test was conducted 5-8 hours prior to the lab draw. No medication was taken in between tests. Therapeutic range: 2.0-3.0. The pt was taken to the ER on (B)(6) 2014 for hematuria (blood in urine and stool); lab inr result was 9.0. The pt was admitted to the hosp on (B)(6) 2014 and administered fresh frozen plasma and vitamin k. A lab inr was conducted the morning of (B)(6) 2014 with a result of 1.9. The pt was discharged on (B)(6) 2014 after the inr was lowered. The warfarin dosage was lowered from 60mg/day to 3mg/day.

Manufacturer narrative:
The products associated with the complaint were retuned for investigation. The complaint was not confirmed during in-house investigation. Investigation of the returned meter using returned strips did not uncover any deficiencies. The meter continues to meet spec and no product deficiencies were observed. The mfg records for the lot were reviewed. The lot met specs and no non conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.